Event description:
Philips received a complaint on the defibrillator/monitor indicating that the power supply of the plates is overloaded. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.